Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when they connect an x2 device to a mp70 bedside monitor, the x2 image is shown on all devices connected to the central station. No adverse event involving patient or user was reported.

Manufacturer narrative:
The cause of the issue is unknown. A reboot of the central resolved the issue.